Manufacturer narrative:
The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. A sample with lot number 1727588364 was received for evaluation. After performing a visual inspection, the condition reported was not confirmed; the sample requires an insert of 10ml of water into the tube to activate the hydromer coating. After the water activate the hydromer coating the stylet was able to be removed from the tube. . No corrective actions are deemed necessary at this moment since the reported issue was not confirmed however we will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that while attempting to remove the guide wire/stylet out of the tube the blue plastic adapter broke off.